Manufacturer narrative:
An internal biomérieux investigation was performed following notification from a customer in the united kingdom of a situation presenting a potential risk of user injury - overheated tray when using the vidas® 3 instrument (ref. 412590, serial# (B)(6)). The field service engineer (fse) went to the customer site and inspected the wiring of spr, tray heaters, and controller pcb of section a. No issue was identified. The fse also successfully completed a check of the temperatures. Following that, the system failed again with error ¿apu 0552.¿ the fse replaced the pipettor and completed alignment. Following this repair and service recommendations, the customer reactivated the instrument section a and checked the spr and tray temperatures without observing any issue. The error ¿apu 0552¿ did not occur again. Investigation the analysis of the device history records of vidas 3 (ref. 412590; s/n (B)(6)) showed that no anomaly linked to the current complaint occurred during the manufacturing, control and packaging processes. Based on the information reported by the customer and all the actions performed by the fse, the investigation was not able to identify the root cause of the temperatures of the section a spr block and tray out of range. The investigation evaluated the potential adverse effects on the user, system and analytical results. Since no result was released after the recording of the anomalous temperatures (the section a was promptly deactivated and the customer temporarily stopped using the instrument), there is no impact on the analytical results due to the this issue. Also regarding the system, no permanent damage was reported and after the reactivation of the concerned section the equipment started to work properly. The user reported potential issues, with burn risks, due to the high temperatures (approx. 55°c) of tray and spr block. By design, in the spr and tray blocks low wattage heater circuits are present and the temperatures are controlled by sensors and firmware to be around 30/37°c. Furthermore, the risk of parts accessible to the user with heating devices has been well evaluated during the instrument design phase in order to confirm that, in all conditions including the malfunctioning of the safety circuits, there is no risks that such surfaces reach hazardous temperatures for the user. In detail, according to the prd requirements raf6 and raf8, vidas 3 instrument is compliant with the regulation iec 61010-2-010 (particular requirements for laboratory equipment for the heating of materials): this standard clearly establishes, among many others requirements, that the user accessible surfaces do not reach a temperature higher than 105°c also in single fault condition (see clause 10.2). The vidas 3 instrument compliance with the standard has been assessed during the instrument design verifications, as reported in the verification documents pv/vn016 ed.a and rv/vn016 ed.a. In detail, specific tests have confirmed that the heated surfaces of tray and spr reach respectively the max temperature of 67°c for the tray and 55°c for spr also in a single fault condition (heater continuously energized) because the heating circuit is self-limiting. Therefore, since the temperature reached in a single fault condition is far below the maximum allowed temperature, no additional mitigation (no self-resetting over temperature device, labelling¿) has been required. Conclusion in conclusion, the instrument functionality was fully restored on (B)(6) 2021 after the pipettor replacement, but no containment or corrective action concerning the anomalous temperatures recorded on instrument section a was carried out since the issue was not reproduced anymore. Despite all the actions performed during the investigation, no root cause was identified for the temperatures of the section a spr block and tray out of range. However, any impact on the results analysis due to the occurred issue can be excluded. The possibility to encounter a serious injury in case of reoccurrence of the issue can also be excluded.

Event description:
Product description: the vidas® 3 system is a complete standalone immunodiagnostic system intended for trained and qualified laboratory technicians (daily routine use) and laboratory administrators (application configuration). The vidas® 3 system is not intended to be used with industry vidas® reagents. Issue description: on (B)(6) 2021, a customer from (B)(6) notified biomérieux about a potential risk of customer injury due to overheated tray when using vidas 3 (ref. 412590, serial number: (B)(4)). The customer reported that the vidas tray temperature was over 50 degrees c. After this issue, the customer has stopped using the vidas system. It was reported by the customer that there was no user harm or customer injury due to this issue. A biomérieux field service engineer (fse) visited the customer site to evaluate the system. A faulty pipettor was suspected. The fse replaced the pipettor and completed alignment. Following this repair, the system test passed with no errors. A biomérieux internal investigation will be initiated.